Manufacturer narrative:
Additional information received on 07/29/2016:  on (B)(6) 2016 patient had grape colored urine and elevated power readings and patient was placed on aggrastat.  Over the previous two weeks his power average was 3.8 watts.  On (B)(6) 2016 at 0930 the patient was started on 10mg bolus of tpa over one minute, then 20mg (1mg/min for 20 mins), then at 0949 started 24mg (1mg/min over 24 hours) for a total of 54mg of tpa administered.  The patient had an lvad to lvad pump exchange performed on (B)(6) 2016.  It was determined that the patient needed to exchange the pump emergently.  Exchange occurred via thoracotomy approach.  One challenge was locating the sewing ring screw.  A stab incision was required to attach the torque wrench to the sewing ring screw.  Around 6 rings were detached from the implanted strain relief, and an end-to-end anastomosis of the outflow graft was performed. Speed 2900rpm.  Av still opening at 2900. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms which includes inflow cannula obstruction. Guidelines include assessment of the patient and device status and the related potential actions. High watts: this alarm warns of a high power condition in running the pump. The alarm is triggered when the watts exceed the high power alarm threshold. This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hvad pump hw23949 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a slight rise in power consumption prior to the reported event date; however, vad parameters were all within normal operation range with no logged high watt alarm, thus the reported event was not confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported by medical personnel that a patient presented with dark urine and high watts. The patient was hospitalized. No additional information was provided.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files revealed an increase in power and estimated flow beginning on (B)(6) 2016 to values outside the normal range. 147 high watt alarms have been logged since (B)(6) 2016. Analysis of the device revealed that the pump passed functional testing and dimensional verification, but visual examination revealed scoring marks observed on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.